Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing condition issue. The battery compartment reportedly was cracked. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings: there was a battery compartment crack on the side of the battery compartment from the threads down to the case seal. Unrelated to the battery compartment damage, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.